Event description:
The customer reported that the system displayed an overload fault error message. This error message will likely cause the system is shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank; high voltage supply capacitors, the generator driver board, and the snubber board, and performed a filament calibration. The system operates as intended.